Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the touchscreen was shattered. Contact stated that the pump is functional; however, the glass is shattered. Contact was not able to provided additional information of the event. Tandem customer technician support (cts) made multiple follow up attempts to complete troubleshooting with the customer; however, the customer did not respond.